Event description:
The customer reported that the socket connectors in the mac 1200 10 lead trunk cable make it possible for the user to incorrectly put the chest and limb leads in the wrong side of the trunk cable. No pt injury was reported.

Manufacturer narrative:
The event occurred due to the failure to follow clinically prescribed procedure which includes tracing each individual leadwire from its colored identified connector back to the acquisition module label to insure that it is matched to the correct label location. Instructions for use were reviewed for both the ECG devices and the leadwires. The ECG device instructions contains the following warning statement: "caution. Trace each individual leadwire from its colored ID'ed connector back to the acquisition module label to insure that it is matched to the correct label location. Improper connection will cause inaccuracies in the ECG." The leadwire instructions for use will be modified to include the same statement.